Event description:
Follow-up revealed the patient's original ipg site remains open and draining fluid. Additional cultures were taken, but the results are unknown. The doctor also ordered a CT scan and an ultrasound. The patient will be referred to a wound care specialist for further assistance.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient has been experiencing pain at the ipg site since being implanted. In turn, the patient underwent surgical intervention. During the procedure, fluid was found at the ipg site when the pocket was opened. As a result, cultures were taken and the patient's ipg was explanted and replaced. Also, the replacement ipg was implanted in a new location.

Event description:
Follow-up revealed the patient is no longer on antibiotics and cultures came back negative. The patient's wound remains open, but it will be surgically closed on a later date.